Manufacturer narrative:
If additional information or investigation results are provided, a supplemental report will be submitted.

Event description:
It was reported that there was an intraoperative issue with prestige graspers, per information received via (B)(4). While attempting to grasp gall bladder with a prestige device the instrument broke and the surgeon was unable to approximate the instrument tips together to extract from the port. Another instrument was used to close the prestige tip and remove it from the port. The surgeon attempted to use the second prestige grasper to hold the gall bladder and this one also broke; one side of the grasper tip fell off of the instrument. All pieces of the prestige graspers were successfully removed from the patient's abdomen. The procedure was a laparoscopic cholecystectomy. Associated medwatch reports: 2916714-2021-00236.

Event description:
No updates required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. As the device was not available for evaluation, a definitive malfunction and root cause for the reported failure could not be determined. As a result of further corrective actions regarding the manufacturability of the prestige grasper, aesculap has discontinued the manufacturing and distribution of this product. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.